Event description:
During mako tha case, surgeon commented that there had been a small fracture to the posterior acetabulum. Mako plan was originally discussed and showed surgeon plan with 46 cup, surgeon asked, if possible, to upsize cup, showed bigger size and said not an appropriate option due to being oversized, surgeon happy to continue with 46 cup plan, well sized. Reaming had been completed with mako as per usual, when trying to impact with mako, surgeon was having trouble getting cup into position, was reporting that the patient has extensive soft tissue and was having trouble getting mako reaming handle into position. At this point had rechecked pelvic checkpoint and tool checkpoint and both had passed. Surgeons stated that he did not want to extend incision to help access, surgeon happy to try offset impactor mako handle. Changed to offset impaction handle and checked tool checkpoint which passed, but surgeon still having issues with access and getting mako impaction handle into good position, stating that patient soft tissue was pushing off plane. Surgeon decided to manually impact without mako impaction handle. Surgeon manually impacted and then checked surgical results with blue probe, surgeon was not happy with surgical results numbers and position of cup so moved cup and re impacted 4 times. Surgeon then put one screw in cup and then impacted liner, at this point surgeon commented that there was a small fracture in the posterior wall of acetabulum. Continued with case.

Manufacturer narrative:
Correction of "manufacturing site for devices" field. Reported event: an event regarding intraoperative fracture involving a trident ii shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned -clinician review: insufficient information was provided to support a medical review. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'during mako tha case, surgeon commented that there had been a small fracture to the posterior acetabulum. Mako plan was originally discussed and showed surgeon plan with 46 cup, surgeon asked if possible to upsize cup, showed bigger size and said not an appropriate option due to being oversized, surgeon happy too continue with 46 cup plan, well sized. Reaming had been completed with mako as per usual, when trying to impact with mako, surgeon was having trouble getting cup into position, was reporting that the patient has extensive soft tissue and was having trouble getting mako reaming handle into position. At this point had re checked pelvic checkpoint and tool checkpoint and both had passed. Surgeons stated that he did not want to extend incision to help access, surgeon happy to try offset impactor mako handle. Changed to offset impaction handle and checked tool checkpoint which passed, but surgeon still having issues with access and getting mako impaction handle into good position, stating that patient soft tissue was pushing off plane. Surgeon decided to manually impact without mako impaction handle. Surgeon manually impacted and then checked surgical results with blue probe, surgeon was not happy with surgical results numbers and position of cup so moved cup and re impacted 4 times. Surgeon then put one screw in cup and then impacted liner, at this point surgeon commented that there was a small fracture in the posterior wall of acetabulum. Continued with case.' The exact cause of the event could not be determined because insufficient information was provided. Further information such as the primary operative report and/or photographs/video of the reported event are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.